Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was unable to prompt the correct tone, unable to seal and close the tissue and was unable to stop the bleeding. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The alleged incident could not be duplicated. The investigation found the device to function normally and within specifications. This unit does not meet the requirements for a manufacturing failure therefore a device history review is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device had no correct tone and the surgeon did not perform the cutting operation, so the blood loss was not related to the ligasure device. After each fire, there was an alarm tone prompting to re-fire. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.